Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a surgery for humeral diaphyseal fracture with the drill bit in question. During the surgery, the drill bit interfered with the nail and the radiolucent drive made a rattling noise and the drill bit stopped rotating. The surgeon drilled without using the radiolucent drive and inserted two screws while he wanted to insert three screws. The surgery was delayed by less than 30 minutes. No further information is available. Concomitant devices reported: unknown screws: trauma (part # unknown, lot # unknown, quantity # unknown) unknown nails (part # unknown, lot # unknown, quantity# unknown). This is 1 of 1 for (B)(4).